Event description:
It was reported that the pulse generator exhibited intermittent ventricular capture at the base rate during occurrences of asytole. The patient was having a balloon catheterization of the coronary artery when this occurred. High rate episodes were occurring at maximum sensor rate during fluoroscopy. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na